Manufacturer narrative:
Additional suspect medical device components involved in the event: upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7074436.

Event description:
It was reported that the patient underwent a lead repositioning and wound cleanout due to the lead protruding out behind the patients right ear. Infection was not present.